Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy/adhesiolysis procedure. It was reported that after the laparoscopic coagulating shears 15 device was assembled the surgeon noticed that the gripping pad was crooked and did not align correctly with the blade. Another laparoscopic coagulating shears 15 was opened. There was no consequence to the pt.